Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported their blood glucose (bg) level reached 28 mmol/l (504 mg/dl), while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was observed to be bent. As treatment, the patient administered insulin via manual injection. The pod was discarded.